Event description:
It was reported that during an unknown procedure the item has failed to work correctly 2 times. The clips have either fallen off when loaded and required retrieval or crossed loaded when applied and retrieved. A new clipper of the same type was then opened and worked as per normal.

Manufacturer narrative:
(B)(4) date sent 7/18/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2025. D4 batch # a9d02m. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows only two deformed clips, on a surface. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device a9d02m_er420 batch number, and no non-conformances were identified.